Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 07-apr-2017, fse arrived at the site to address the reported event. Fse replaced the syringe unit to correct issue. Next, he ran a rack of patient samples and quality control (qc) with good results, and no more errors. No further action was required by field service. The most probable cause of the reported event was due to a fault/ failure of the large syringe.

Event description:
On (B)(6) 2017, the customer reported receiving 706 l-syringe errors with their g8 analyzer. The customer stated that they did not have a spare sample needle onsite to install. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.